Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not working properly and should be repair. Per service reports, this complaint can be confirmed. It was found during evaluation that the there was a short circuit in the cable. The motor cable was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The short circuit in the cable would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device was not working properly. During in-house engineering evaluation, it was determined that the device had a short circuit in the cable. There was no procedure nor patient involvement reported. No additional information was provided.